Event description:
During preparation of the device, a leak was noted. No patient involvement.

Event description:
During preparation of the device, a leak was noted. No patient involvement.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the shaft was perforated. A .014" guidewire was inserted into the guidewire lumen. A syringe filled with water was attached to the manifold to pressurize the balloon. While pressurizing the balloon the water was leaking out of the guidewire port. The inner shaft under the manifold appeared to be perforated, which caused the leak. The device would not inflate due to the inner leak under the manifold. Review and analysis of all of the available information fails to indicate a definitive cause of the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that tthe shaft was perforated. A .014" guidewire was inserted into the guidewire lumen. A syringe filled with water was attached to the manifold to pressurize the balloon. While pressurizing the balloon the water was leaking out of the guidewire port. The inner shaft under the manifold appeared to be perforated, which caused the leak. The device would not inflate due to the inner leak under the manifold. The device was sent back to the manufacturer for additional analysis and the manufacturer confirmed that the most probably cause for the leak was handling damage. The manufacturer confirmed that the device successfully passed the associated controls related to manifold leaks during manufacturing. These include, 100 % visual inspection for balloon/shaft integrity, leak and vacuum decay testing (vdt) prior to packaging. Therefore, it is considered unlikely that the damage noted on the returned unit occurred prior to shipment. In addition, their review of the device revealed no anomalies that would indicate the damage was related to manufacturing. There was no indication of any product quality deficiencies contributing to the damage. Review of the reported information, product analysis results, and manufacturing records revealed no evidence of any design or manufacturing specification non-conformances related to the complaint device. Therefore it has been concluded that the most probable root cause was ¿handling damage¿.

Event description:
During preparation of the device, a leak was noted. No patient involvement.